Event description:
It was reported while the internal neurostimulator (ins) was turned on the patient had stimulation in the wrong location. The patient indicated no known accident or incident related to this report. The patient had symptoms in her chest and back in shoulder blade area and right below. It has been planned to replace her two current ins with one restore sensor as she only needs one device not two. Her impedances were all okay.

Event description:
Additional information reported indicated that the patient had a replacement surgery on (B)(6) 2012. Both implantable neurostimulators were replaced and one new lead was implanted. The lead implantation could not be confirmed through external data acquisition resources. One of the extensions was cut during the operation and was also replaced. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 399930, lot# v173396, implanted: 2008-(B)(6), product typ lead product ID 3887-33, lot# v155239, implanted: 2008-(B)(6). Product typ lead product ID 37742, serial# (B)(4), implanted: 2005-(B)(6), product typ programmer, patient product ID 37742, serial# (B)(4), product typ programmer, patient product ID 37742, serial# (B)(4), product typ programmer, patient product ID 3708360, serial# (B)(4), implanted: 2008-(B)(6), product typ extension product ID 3708260, serial# (B)(4), implanted: 2008-(B)(6), product typ extension. (B)(4)

Manufacturer narrative:
Additional review determined there was no disability or permanent impairment as a result of the event. The permanent impairment/disability box was incorrectly checked on the initial report.